Event description:
It was reported that the customer was having problems with the infusion set. Customer stated that it looks like he might be developing scar tissue. Customer is getting a no delivery alarm. It may have been due to tight clothing. Customer's reported that the alarm was resolved by a complete set change. Customer's blood glucose level was 94 mg/dl. Customer does not want to return the set or reservoir for analysis. Customer was advised that they are manually inserted. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.